Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: the shunt system was returned dry in the provided returnkit (leaked). According to the investigation results, a non-adjustability at the progav was detected. The visible deposits have led to the functional deviations. Furthermore, we can determine visible deposits in the shuntassistant. These deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the control reservoir. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure on (B)(6) 2024. According to the complainant, it was difficult to adjust the pressure after the operation, and the pressure could not be adjusted after many attempts and the valve caused an underdrainage the patient underwent a second operation to replace the shunt tube on (B)(6) 2025. The complained product was now send to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was implanted during a procedure. According to the complainant, it was difficult to adjust the pressure after the operation, and the pressure could not be adjusted after many attempts. The patient underwent a second operation to replace the shunt tube. The complained product will be send to the manufacturer for investigation.